Event description:
While performing the procedure, the surgeon stated something was wrong with the tip, and asked for another one. Reportedly, the insulation at the end of the tip was 'melting'. The surgeon then opened a new hand piece and tip, again the same melting problem occurred. The surgeon elected to use the device. Fifteen (15) seconds later, the tip ignited and sparked. Surgeon took off the insulation from the blade with a scalpel, continued and completed the case. Pt was noted to have a second degree burn on the lateral buccal area. It is unknown at this time if the endotracheal tube was cuffed or uncuffed.